Manufacturer narrative:
Additional information: section b5 - describe event or problem: additional information was provided and it was learned that the patient's vision improved to some extent after the replacement to a non-toric one piece lens from a different manufacturer, however the patient appears to be less satisfied. No dysphotopsia was observed after removal and replacement of the intraocular iol. No further information was provided. Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: january 22, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed the lens was received cut into four pieces and coated in viscoelastic residue and fibers from the gauze. The lens pieces were cleaned revealing no further issues. The physical characteristics of the received lens was confirmed to match that of a diw150 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of severe daytime glare and could not see traffic signals after the preloaded toric intraocular lens (iol) was implanted. The patient has no glare symptoms at night. The physician's diagnosis was dysphotopsia. The iol was explanted and replaced with a one-piece iol from a different manufacturer. The patient's visual acuity was 0.9 (corrected 1.2, +0.75) on (B)(6) 2025 and on (B)(6) it was 0.4 (corrected 0.8, +0.75). On (B)(6) the patient's visual acuity was 0.3 × (0.9, s+0.50d) and it was also reported that the vision did not change much, the fixation target appeared to rotate around. No further information was provided.

Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.